Event description:
It was reported that the pt was ami. The rca, lad, lcx, all three arteries were the lesion which was a concentric de novo without tortuosity but with heavy calcification. Only the high lateral was left through. The procedure was begun by opening the proximal lad from the result of the electrocardiogram (EKG); the proximal lad was a cto with heavy calcification. The physician used a thrombuster to remove as much thrombus as possible. A guide wire was passed, then a 1.5 mm maverick was inflated at 12 atm for 20 seconds and 12 atm for 20 seconds and it was then dilated with 2.75 ryujin (inflation strategy unk). The lesion did have some hard area that was resistant to dilatation. In that perspective, the lesion might not have been suitable for stenting. Following dilatation, a penta was inserted and deployed at 8 atm for 15 seconds and 12 atm for 15 seconds, trying to take away the "waist". However, the stent expanded "dog bone shaped" since the center of the lesion was heavily calcified. The sds was withdrawn after the incomplete deployment, an angiogram was done, and it was determined that additional post dilatation was necessary around the center of the stent, as it was an incomplete expansion. The sds was reinserted and the stent was dilated again; however, the inflation strategy is unk. When an attempt was made to remove the sds, the guiding catheter plunged deep into the distal lad as a reaction. The possibilities that the sds guide wire lumen was flushed is low, so the guide wire might be stuck in the guide wire lumen due to the dried contrast and blood. There was some resistance when the sds was removed as a single unit and the sds itself might have been stuck at the lesion or somewhere. This is suspected to have caused the dissection. The pt was sent to ccu, after the procedure, and eventually the pt died from an acute coronary artery occlusion.